Manufacturer narrative:
The events occurred between (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that fifty (50) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked from the port. This was identified during preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between may 29, 2019 to may 30, 2019. H10: the actual device was not available; however, a video of the sample was provided for evaluation.  Visual inspection was performed to the video using the naked eye which revealed that a leak from the spike port bonding area. The reported condition was verified. By the nature of the sample, no additional tests were performed. The reported condition was verified. The cause of the condition was not determined; however the likely cause is inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process. The remaining forty-nine (49) samples were not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.